Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop failed to open. It was reported that there were no other issues with the device. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the flare detached, therefore this is now an MDR reportable event.

Manufacturer narrative:
The investigation results finding the flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached and catheter was slightly kinked . Also, the wire near the handle was found to be kinked. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from actuating. However, flare detachment is contrary to what was originally reported. The review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.